Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a 4 cm lesion located in the distal superficial femoral artery (sfa) and popliteal artery. Two passes using minimum diameter mode and one pass using maximum diameter mode were made with a total device run time of 2 minutes 30 seconds. There was a dissection in the popliteal artery. The physician felt it was due to technique and from the use of another MFR's occlusion balloon catheter. The dissection was treated with angioplasty and the pt is fine.